Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was returned for analysis and there were no anomalies noted to the balloon catheter. No holes, tears or damage that could have contributed to the reported issue were identified. The balloon shaft and balloon were found within specification. Blood exited the catheter as it was flushed and a demonstration transend 0.014" guide wire was advanced to the distal tip without issue. The balloon was inflated and held its size. The balloon was then deflated without issue, no leak was observed to the balloon or balloon shaft. The analysis of the device did not identify any damage on the balloon shaft or balloon. The reporting issue could not be replicated during analysis; therefore, it cannot be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of a reportable event for the device in question.

Event description:
It was reported that during a balloon remodeling technique procedure, the balloon (subject device) could not stay inflated. The physician was uncertain if there was a leak; therefore, the balloon was removed. A second balloon was prepared and advanced to the area of treatment, but the same event occurred. The physician removed the second balloon without clinical consequences to the patient.

Event description:
It was reported that during a balloon remodeling technique procedure, the balloon (subject device) could not stay inflated. The physician was uncertain if there was a leak; therefore, the balloon was removed. A second balloon was prepared and advanced to the area of treatment, but the same event occurred. The physician removed the second balloon without clinical consequences to the patient.